Manufacturer narrative:
The graft involved was not received for evaluation. The issue was not able to be confirmed. Patient information including status, lot numbers used. Implantation dates were requested, but information has not yet been received. Without additional information, a root cause cannot be conclusively determined. A review of complaint data within the past six years was completed and there were no indications or trends identified that would suggest an increase in graft aneurysms. Artegraft instructions for use states "aneurysm is a known issue; artegraft, inc. IFU adverse reaction section states that "true aneurysms have been reported. In view of this, patients with implanted artegrafts should be observed so that appropriate action can be taken if an aneurysm should occur. This adverse reaction should also be considered when treating conditions in which extended periods of implantation are expected". No deviations were found within those specific lots that would be related to this type of report. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending."

Event description:
"Dr. (B)(6), informed me that he has a pt who recieved an artegraft in a lower extremity bypass six years ago who developed aneurysmic segments and required revision. Dr. (B)(6), felt it was important for this failure of the graft to be reported to lemaitre as a quality control concern."